Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge displayed multiple inaccurate fill estimates across multiple cartridges. The customer's blood glucose level ranged between 300 mg/dl and 400 mg/dl. Reportedly the customer declined to provided further information to tandem technical support.